Manufacturer narrative:
Pump received with broken battery tube threads noted. The test reservoir p-cap was able to lock in place. Pump failed to power up due to corroded battery tube compartment noted.

Event description:
Information received by medtronic stated that the insulin pump had cracks around battery compartment. No harm was required during medical intervention. The insulin pump was returned for analysis.